Event description:
It was reported that a red alert was generated due to an out of range shock impedance measurement. Measurements greater than 200 ohms have been observed multiple times. A measurement of 0 ohms was subsequently observed on two separate occasions. A boston scientific technical services consultant discussed the clinical observations and recommended further troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert was generated due to an out of range shock impedance measurement. Measurements greater than 200 ohms have been observed multiple times. A measurement of 0 ohms was subsequently observed on two separate occasions. A boston scientific technical services consultant discussed the clinical observations and recommended further troubleshooting. No adverse patient effects were reported. Additional information was received detailing that the device exhibiting noise and oversensing on the right ventricular channel. Due to this, the device delivered inappropriately anti-tachycardia pacing (atp) and two shocks. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes additional information was added to the following fields: b5: describe event or problem field h6: device codes h6: patient codes h6: impact codes

Event description:
It was reported that a red alert was generated due to an out of range shock impedance measurement. Measurements greater than 200 ohms have been observed multiple times. A measurement of 0 ohms was subsequently observed on two separate occasions. A boston scientific technical services consultant discussed the clinical observations and recommended further troubleshooting. No adverse patient effects were reported. Additional information was received detailing that the device exhibited noise and oversensing on the right ventricular channel. Due to this, the device delivered inappropriately anti-tachycardia pacing (atp) and two shocks. No further adverse patient effects were reported. Additional information was received detailing that this lead also exhibited high pacing thresholds and it was surgically abandoned and replaced.